Event description:
According to wife- pt had an alarm at home. Tried to change to back-up controller and lost consciousness. The ems was able to get him on his back-up controller. While performing acls protocol.